Event description:
Rptr had problem for 3 to 4 mos; 3/90. When she lies on her left side, the weight of the right implant causes her to have a "pulling" pain, starting at the right nipple to under arm, necessitating rptr to wear a bra to support the breast from pulling. Rptr now wears a bra continously night and day. Same rptr referred to in mw1000297.